Event description:
A peripherally inserted central catheter (PICC) was successfully placed for antibiotic treatment. Post placement it was noted that the catheter was fractured. The catheter was successfully removed via the proximal end. Another PICC was placed for continuation of treatment. The patient's condition is good. This device has not been received for evaluation. Therefore, a failure analysis is not available. As a lot number for this device was not provided, a device history search could not be performed. Therefore, the company is unable to determine if the device met its specifications. User technique during access and/or patient anatomy may have contributed to this event. However, the company is unable to determine the relationship between the device and the cause for this event. The company's directions for use outline appropriate placement, access and maintenance procedures.